Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced a stroke. Care team is unclear when the stroke occurred, however. The patient was transferred in and had worsening respiratory status requiring intubation and increasing pressor requirement. The decision was made to for impella cp insertion and left and right heart catheterization with possible intervention. The impella was implanted and in auto mode flowing 3.5lpm. Single access technique utilized with companion sheath for intervention. Percutaneous transluminal coronary angioplasty (ptca) and intravascular ultrasound (ivus) to left main, opened up left circumflex artery for ptca and ivus. Synergy drug-eluting stent was placed to left circumflex. The physician was pleased with final results and decided to leave the impella cp in place at least overnight for evaluation. Companion sheath and wires removed. Peel-away sheath was removed and repositioning sheath advanced in place. Impella slack removed, position confirmed and locked down at 91cm. Forward tension sutures and angle matching provided for site hemostasis. Patient to recover in the intensive care unit. The following day, the impella cp device was removed without incident; access site hemostasis achieved. Five days after explant of the device it was reported the patient had a stroke. Computed tomography scan and magnetic resonance imaging results showed embolic stroke to left frontal, parietal, and occipital lobes. Patient experienced right-sided deficits. Care team is unaware of exactly when the stroke occurred as patient was sedated heavily since admission. Of note, the patient on heparin drip prior to, during and post impella support. The physician did ask if the impella can cause a stroke and was educated on the risk of stroke with anticoagulation, impella support, balloon angioplasty in coronary intervention, and known patient history of peripheral vascular disease and coronary artery disease. The physician shared worries of the impella cp pigtail making her "nervous with explant" as the physician does not feel comfortable removing any pigtail without wire support. The physician provided feedback to be able to reinsert wire through pigtail to be able to alleviate the stress of removing impella in regard to risk of clot shearing.

Manufacturer narrative:
As the actual day of the stroke is unknown, the aware date has been captured as the provisional date of event. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).